Event description:
The customer stated that she had performed a control test and received a result of 176 mg/dl. The normal control range was 95-132 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.